Event description:
It was reported that during a breast biopsy, the tissue marker would not deploy. They changed the marker three more times and the fourth marker deployed properly. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 10/30/2008. Introducer tube sheared off at distal end. Evaluation summary: the analysis results found that the tip of the introducer tube was received torn and missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. Additionally, the applier was received with the introducer sheath detached from the applier handle. The device contained the collagen plug partially deployed. A corrective action has been initiated to address the cause of the deployment issues. Functional test could not be performed due to the condition of the returned device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.